Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review an earlier untreated episode due to noise was stored. The sensing vector was changed from primary to secondary and no other episodes have been recorded. During the follow-up visit noise was not able to be reproduced. Technical services (ts) was consulted and discussed that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and noted potential causes. Ts suggested obtaining an x-ray and additional troubleshooting options. The s-ICD and electrode remain in service. Additional information was received that an x-ray was taken and sent to technical services (ts) for review. It was noted that there were no additional episodes since the vector was reprogrammed. The patient will continue to keep scheduled follow-up appointments for further troubleshooting.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review an earlier untreated episode due to noise was stored. The sensing vector was changed from primary to secondary and no other episodes have been recorded. During the follow-up visit noise was not able to be reproduced. Technical services (ts) was consulted and discussed that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and noted potential causes. Ts suggested obtaining an x-ray and additional troubleshooting options. The s-ICD and electrode remain in service. Additional information was received that an x-ray was taken and sent to technical services (ts) for review. It was noted that there were no additional episodes since the vector was reprogrammed. The patient will continue to keep scheduled follow-up appointments for further troubleshooting.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.